Event description:
It was reported while using smartsite¿ vented vial access device the valve separated from the filter on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: - in the first case at the moment of opening the wrapper according to the correct procedure of opening the two flaps, the filter came off. - in the second case once the spike had been applied to the vial of drug (paclitaxel) the filter came off. . All events occurred within the isolator and did not involve patients. In case 2 spillage of chemotherapy drug and breakdown of the sterility of the preparation occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 24-nov-2022. H6. Investigation summary: one mv0420-0006 sample was received for investigation without packaging. A visual inspection confirmed the customer's experience as the smartsite was observed to have been snapped away from the vial access device (vad), with the tip of the male luer of the smartsite still bonded to the vad. The smartsite component was not returned. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the customer's experience could not be determined, however previous investigations have confirmed that similar damage can occur as a result of a lateral force being applied to the component. A review of the production records from lot 222036 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device lot #: 222036 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ vented vial access device the valve separated from the filter on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: in the first case at the moment of opening the wrapper according to the correct procedure of opening the two flaps, the filter came off. In the second case once the spike had been applied to the vial of drug (paclitaxel) the filter came off. All events occurred within the isolator and did not involve patients. In case 2 spillage of chemotherapy drug and breakdown of the sterility of the preparation occurred.